Manufacturer narrative:
¿Date of event¿ is estimated. Patient weight was not released by healthcare facility. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30570. It was reported that the patient fell and x-ray showed that one lead had migrated. Surgery occurred during which the leads were explanted and replaced to address the issue. It is unknown which lead is related to the issue so all suspected leads are being reported.